Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device was fired normally, but string did not come out when the tube was pulled. The string was caught in the staple line. A biopsy snare was used to take a string out of the staple line. There was no patient injury.